Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia and diarrhea and vomiting. The patient reports they were unable to activate a pod after receiving a communication error at startup. Once at the hospital the patient was treated with intravenous insulin and fluids. The patient was discharged from the hospital after 3 days.